Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device had moved about an inch lower and to the left of where it was originally placed. It was also reported that the patient had felt slight pain by the implant site. The icm remains in use. No further patient complications have been reported as a result of this event.